Event description:
It was reported that during incoming inspection at the user facility, the direct packaging of the surgilav plus was discovered to be opened. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that during incoming inspection at the user facility, the direct packaging of the surgilav plus was discovered to be opened. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The unit was not available for evaluation as stated in the information provided since it was discarded by the customer. Therefore, the claimed damage packaging condition was not confirmed. The most probable root cause for damage packaging condition is multi-factorial. In collaboration with the subject matter expert the following possible root causes were identified, but not limited to: blister / tyvek damage during the shipping / handling process. Product unintentionally dropped during handling process. Incorrect packaging process or materials, as the use of deformed or broken foam partition, exposing product to damage during the shipping and handling process. Customer discarded.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not returned to manufacturer.